Manufacturer narrative:
Submit date: 12/13/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports the unit has bad speakers and main board failure. Upon triage on (B)(6) 2016, service found the unit had no audible alarm.

Manufacturer narrative:
Submit date: 12/21/2016. This is a duplicate of a previously reported complaint MFR report# 3006451981-2016-00467. Therefore this complaint will be voided and no additional investigation results will be sent.